Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) exhibited loss of capture and subsequently caused the patient's intrinsic rhythm to be detected as a non-sustained ventricular tachycardia. No inappropriate therapy was delivered. Programming changes were recommended. The ICD remains unaddressed and will continue to be monitored. The patient was in stable condition.